Manufacturer narrative:
The analysis of the handpiece was completed. Analysis could not confirm the reported event of the device overheated. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: gear - 92.5 degrees f, motor - 80.3 degrees f and bearing - 80.9 degrees f. The device operated within normal parameters. No fault with the device. The device was upgraded with new rear seal and bearing. The device was cleaned, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to (B)(6) . The device analysis has not yet been performed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated. There was no patient or staff impact.